Event description:
The event is reported as: the customer alleges that there was an air leak in the device while in use (during a surgical procedure). The device while in use (during a surgical procedure). The user reports not finding any problems at the cuff during the pre-check. No report of a patient injury.

Manufacturer narrative:
From the picture it was observed an "air leaking". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 8.5, lot # 01m1200293 was manufactured on 01/02/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed an "air leaking", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.